Event description:
Office called and said something "snapped" in one the hinges within the boom arm during surgery and the navigation assembly partially dropped and hit the doctor. Doctor is physically okay. Office will call back when the machine is available to take pictures and assess the damage, so technical support can determine how to move forward with the repair. Cameras and lights are still functional. Patient was not involved.

Manufacturer narrative:
Device currently unusable at doctor's office, pending service and return of part to headquarters.